Manufacturer narrative:
Submit date: 10/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lap sponge within a minor kit. The customer reports the doctor recovered lint on this case found in the wound during the procedure. The lint was from the lap sponges being used on this case. The wound was cleaned of the lint. There was no patient injury as a result of this.